Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead experienced muscle stimulation. Boston scientific technical services (ts) noted discomfort associated with pacing and low amplitude signals. Additional information indicated that the cause of muscle stimulation was assumed to be proximity of the right ventricular (rv) lead to the intercostal muscles. Patient symptoms were related to muscle stimulation and low amplitudes were global. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.